Event description:
It was reported that, "the pt underwent hip replacement surgery in 2005," it was further reported that, "after implantation the pt heard an audible sound emanating from her hip. As a result, pt experienced pain and discomfort in her hip."

Manufacturer narrative:
No additional information is available at this time. The devices are not available at the time of the per, due to the ongoing litigation.